Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Evaluation summary: no device or photos were received, therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.